Manufacturer narrative:
D10: (B)(6), 118-01-02 - p-series pf plasma collarless sz 2 12/14, (B)(6), 148-28-00 - 12/14 zirconia head 28mm +0mm neck, (B)(6), 120-65-25 - bone screw 6.5mm dia x 25mm long, (B)(6), 120-65-25 - bone screw 6.5mm dia x 25mm long, (B)(6), 120-65-30 - bone screw 6.5mm dia x 30mm long, (B)(6), 132-28-27 - acumatch gxl 15deg liner 28mm sz g. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The revision reported may have been the result of prosthesis wear, osteolysis, periprosthetic fracture, and acetabular cup loosening after being implanted for over 12.75 years. The prosthesis wear may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) acetabular loosening may have been the result of an insufficient bond between the acetabular cup and the bone. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors, including but not limited to, being implanted with a component having a shelf age of greater than 2 years. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal that 13 years post op the initial right tha, this female patient was revised due to severe osteolysis, poly wear and periprosthetic fracture. Patient was having pain and x-ray revealed actebular poly wear and osteolysis. Surgeon performed a revision of the right acetabular components and femoral head. No additional information available.